Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. Stryker did observe a non-critical issue, in which the device was unable to operate in ac mode, but was able to operate in dc mode with a known good battery. After repairs were made for the non-critical issue, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.